Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements and a lead conductor fracture was suspected. A revision procedure was performed and the rv lead was explanted. During the revision, the physician also elected to explant the right atrial (ra) lead as there was the possibility that both leads were damaged. The leads are not expected for return. No additional adverse patient effects were reported. Additional information was received that, during the revision procedure, out of range pacing impedances were observed on both leads via a pacing system analyzer (psa). Additionally, there was on capture on the rv lead and thresholds on the ra lead could not be tested due to atrial fibrillation (af). The leads are expected for return. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position and setscrew marks noted on the terminal pin and in the correct location. Visual inspection found dried blood/tissue around the helix; however the lead tip and helix were intact. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip, found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements and a lead conductor fracture was suspected. A revision procedure was performed and the rv lead was explanted. During the revision, the physician also elected to explant the right atrial (ra) lead as there was the possibility that both leads were damaged. The leads are not expected for return. No additional adverse patient effects were reported. Additional information was received that, during the revision procedure, out of range pacing impedances were observed on both leads via a pacing system analyzer (psa). Additionally, there was on capture on the rv lead and thresholds on the ra lead could not be tested due to atrial fibrillation (af). The leads are expected for return. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements and a lead conductor fracture was suspected. A revision procedure was performed and the rv lead was explanted. During the revision, the physician also elected to explant the right atrial (ra) lead as there was the possibility that both leads were damaged. The leads are not expected for return. No additional adverse patient effects were reported.